Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection a month after the implantable cardioverter defibrillator replacement. The whole system was explanted on (B)(6) 2018. A new system was implanted on (B)(6) 2018. The patient was fine after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.